Manufacturer narrative:
The loaded voltage and unloaded voltage display at the power graph management tool shows abnormal behavior due to cracked printed circuit board. The insulin pump was unable to alert insert battery during the test battery removal from the battery compartment due to corroded inside the battery tube. However, the insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 23 or 25 alarm in the pump history noted. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batteries were only lasting four days. During troubleshooting, alarm history showed three power error alarms. Customer's blood glucose was not reported. Insulin pump would be replaced.